Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that balloon rupture occurred. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, during the first inflation at 5 atmospheres, the system delivery balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.